Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing fluctuating blood glucose (32-800 mg/d). Customer treated highs with correction boluses and manual injections. Lows were treated with glucose tablets, (B)(6), oranges, and (B)(6). Reportedly, customer is a brittle diabetic.